Event description:
It was reported following a percutaneous coronary intervention (pci) for an acute myocardial infarction (ami) a 6f angio-seal sts plus was selected for use. The pt was placed on aspirin, clopidogrel. And statin before and after the procedure. The pci procedure time was one hr and a 6f terumo procedure sheath was used. During the pci, the physician noted mild calcification and no tortuosity in the femoral artery, so no pre-deployment femoral angiogram was performed. The angio-seal was deployed and hemostasis was achieved. Two days later, the pt experienced a fever of 39 degrees c (102.2 degs f). On day three post pci procedure, the puncture site was swollen and ecchymosis was present. A blood test revealed a positive gram stain for coccus and elevated white blood cell (wbc) and c-reactive protein (crp). A urine test revealed staphylococcus epidermidis. The pt was started on intravenous antibiotics, type and dose unk. After being on the antibiotic treatment for two days, or five days after the pci procedure, the pt's fever lowered and the groin swelling lessened. Thirteen days after the pci procedure, the pt's fever was reduced and the pt was recovering. The puncture site oozed pus, the pus was aspirated and the puncture site cleaned. The pt continues with intravenous antibiotic treatment.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times, when using the device. The use of the device, where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered, whenever an access site infection is suspected. The IFU states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The IFU also instructs the user to assess the puncture site location and eval the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.